Event description:
Product description the emag® system is an in vitro diagnostic medical device intended for the automated isolation (purification and concentration) of total nucleic acids (rna/dna) from biological specimens, with liquid and homogeneous properties (as part of their natural characteristics or after pre-treatment). For in vitro diagnostic applications, the emag® system is intended to be used in clinical laboratories only. The emag® system has been validated with biomérieux reagents and applications. Biomérieux is not responsible for the validation of third-party applications and/or third-party commercial kits. The emag® system is intended for use by laboratory health professionals only. On (B)(6) 2025, a customer from united states notified biomérieux of an instrument error (liquid level detection issue) when using emag instrument (ref. (B)(4), serial no. (B)(6)) leading to delayed results. From (B)(6) 2025, the customer launched runs with emag instrument and obtained thirty-eight (38) sample¿s runs invalidated by error 14002 ¿ no liquid detected by pipettor during eluate transfer in output tubes. Due to this issue, the customer reported a delay in results > 24 hours. It is to be noted that the number of patients impacted is unknown at the time of this assessment. Based on the available information at the time of this assessment, there was no report of any potential patient¿s impact of this issue. A biomérieux internal investigation will be initiated.